Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump is "not working". Customer declined troubleshooting as health care professional was going to be looking at the pump. Tandem technical support attempted multiple follow up attempts with the customer, however, no response was received.